Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the they do not want to get their product repaired and product will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.